Event description:
It was reported the pt's charger can no longer communicate with the ipg. It was also reported the pt is no longer receiving stimulation. The pt was sent a new charger to help resolve the issue. The replacement charger was unsuccessful. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.